Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given vancomycin over the course of several days to address the infection. The patient's scs system was later explanted because their white blood cell count was high. The infection resolved over time.